Event description:
It was reported a patient underwent an abdominoplasty on (B)(6)2024 and a drain was used. The drain breakage occurred. During its removal. Leaving in abdominal cavity and having to re-intervene. Procedure delayed 30minutes. Due to elapsed time cannot know the lot number or expiration. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 30, action taken when event occurred? --> yes, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> yes additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event: did the drain break during surgery? Was the drain piece/fragment removed during that same surgery? Date of initial procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. I have not been able to gather more information than that mentioned in the complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.